Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed misfire and material deformation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f051503cs vascular stent allegedly experienced misfire and material deformation. This information was received from one source. There were no consequences to the one patient involved. The patient was reported as a (B)(6) year old male weighing (B)(6) pounds.